Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer then requested (and was provided with) the part number for a replacement therapy connector assembly, as he believed this would resolve the reported issue. Physio-control has attempted to contact the customer in order to confirm resolution of the reported issue; however, no response has been received. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a quik-combo therapy cable was connected. The biomedical engineer confirmed this with multiple cables. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.